Event description:
Customer reported that autopulse li-ion battery did not work as it should. No adverse event reported.

Manufacturer narrative:
Zoll medical corp. Has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.